Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, being trained in the use of the starclose device, attempted an arteriotomy closure after an interventional procedure. The physician could not complete the thumb advancer stroke and aborted the procedure. Hemostasis was achieved by manual compression and there were no adverse patient effects reported. No additional information is available.

Manufacturer narrative:
The device was received. The investigation is not yet complete.